Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06294. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to the application of a forcible operating force to the power switch and its unexpected frequency. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The olympus field service engineer (fse) reported that the user facility report was resolved on site by performing a power switch replacement at the user facility. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that they are having intermittent issues with the power switch on the device. There was no patient involvement associated to this report.